Manufacturer narrative:
Results - zoom handle load cell weldment.

Event description:
It was reported by service report that the zoom was driving intermittently. No patient involvement or adverse consequences are reported.